Event description:
Manufacturer rec'd device tracking info indicating that a pt underwent ncp system replacement surgery due ot end of service and lead discontinuity.

Event description:
Further follow-up revealed that x-rays were not taken prior to surgery to confirm a lead discontinuity.